Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh tib rot comp xs-xl; cat # 64812100; lot # 147291, mrhk tibial sleeve; cat # 64812140; lot # ljb103, mrs 15mm x 127mm femoral stem; cat # 64853015; lot # 116241c, mrh tibial b/plt keel sml 2; cat # 64813111; lot # e9d9a, mrh axle; cat # 64812120; lot # ctd36377, mrhk bumper insert 3 degrees; cat # 64812133; lot # leb982, gmrs dist fem comp std r 65mm; cat # 64952040; lot # dee2j, mrhk femoral bushing; cat # 64812110; lot # ljb109, med howmedica bone plug 1pk; cat # 6215-5-011; lot # cppwd04be, triathlon sym cone aug sz c; cat # 5549-a-130; lot # a494k, kmax stem extnr(s,m,l,xl),80mm; cat # 64768260; lot # lcm1289, med howmedica bone plug 1pk; cat # 6215-5-011; lot # cppwd04be, mrhk femoral bushing; cat # 64812110; lot # lja808. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient treated for dair.